Manufacturer narrative:
The reason for this revision surgery was a joint dislocation after 1.8 years of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 990b1085. (B)(4). The remaining complaints have resulted from other issues such as infections, instability and pain. The root cause of the joint dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocated due to a fall.